Event description:
Covidien legal was notified that during a partial laryngectomy, oxygen contained in the trachea was ignited by the electrical current produced by the electrical scalpel and the patient was burned.

Manufacturer narrative:
(B)(4). To date the incident unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.